Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic ovarian cystectomy, when the device was checked with wet gauze outside the patient, the jaws became not to be opened. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n90n8x. The device was received with the jaw stuck closed with gauze between the jaws. In addition it was observed that the I-blade was damage at the articulation area. Due to the damage to the I-blade, this could not be retracted to home position; therefore, the jaws could not be open. We are unable to investigate further the replace instrument alert screen, due to condition of the device. Care should be taken not to close the jaw over gauze or any other material than tissue, for further information on device use can be found on the IFU. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.